Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The cause of expiration was noted as "intracranial bleed". The patient had a history of chronic lymphocytic leukemia (cll). The family asked for the pump to be disconnected due to the patient's co-morbidities. The vad coordinator reported that the pump was working fine and indicated that cerebral bleeding is the second most common cause of death with cll. The heart failure cardiologists stated they are sure there were no vad related issues. An autopsy was performed, final results are not yet available.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event. (B)(4)

Manufacturer narrative:
Approximate age of device: 1 year and 4 months.according to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.